Event description:
Revision knee arthroplasty performed 2000 (ref medwatch #1825034-2000-00075). Pt developed pain and radiographs showed signs of lossening of the femoral component. Revision performed 2001.